Event description:
This customer reported that they disagreed with a shock advisory decision during a pt event. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that they disagreed with a shock advisory decision during a pt event. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.